Manufacturer narrative:
One sample was received for evaluation. As received, no physical damage or anomalies were observed. The sample was functionally tested and no leaks were observed on the tubing during the leak test. The customer complaint was unable to be confirmed or replicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00256. The date of that submission was 10/18/2025 dd-mmm-yyyy (01-jan-1999).

Event description:
The pwd (person with diabetes) reported difficulty using two cleo 90 infusion sets on (B)(6) 2025. Approximately five hours after insertion, the tubing was accidentally caught on an object, resulting in the infusion set being pulled out of the body. The affected device was retained for return. The event occurred while in use with patient. The operate or of the device was the lay user/patient. There was no patient injury.